Event description:
In 2004, the pt reportedly hit his head (no other details were provided). The following morning, the parents observed that the pt was not responding while wearing the sound processor. Two days later, the pt was seen for eval. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.